Event description:
It was reported that the 9600 system lost signal to the right monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable connection to the monitor was found to be broken. The customer is going to seek a third party to correct the problem.